Manufacturer narrative:
A sample of the reported sticky material coming from the driveline was received for analysis. The material was identified as an uncured piece of peroxide catalyzed silicone/polymer mesh. The origin of this mesh could not be determined through this evaluation. A sample of the ag biopatch dressing that the customer uses was not received for comparative analysis. This is the first / only occurrence of uncured silicone/polymer mesh being found on the driveline. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the patient developed a bacterial driveline infection with (B)(6). The infection was resolved with localized irrigation and a short inpatient stay. Approximately 2 months later the patient reported an unknown type of ¿sticky material¿ coming from the driveline. It was reported that the patient uses an ag (silver) biopatch.

Manufacturer narrative:
The approximate age of the device is 5 months. A sample of the unknown material was sent to the manufacturer and is currently being analyzed. The event occurred at the national cerebral & cardiovascular center, (B)(6). The patient remains on lvad support with the pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.